Event description:
Pt was revised to address loosening of the tibia and femoral. It was reported that the bolt that connects the stem to the baseplate was fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.